Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, an acticon neosphincter device was implanted. On (B)(6) 2011, the cuff component was removed and replaced. Surgery details and the reason for this event were not provided. No pt complications reported.